Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. H10 related MFR# 3002808148-2024-37820-00, 3002808148-2024-37855-00.

Event description:
It was reported, that the video processor had the power turn off due to body posture change with an e226 error when restarting, also the image was flickering. The issue was found during the therapeutic procedure and was completed with the same device. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5,h2,h6,h11. Corrected fields : d4. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.